Manufacturer narrative:
Device is a combination product. (B)(4). Promus element mr ous 2.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent identified damage. Proximal struts 1-11 were undamaged; the remainder of the struts were damaged and stretched in a distal direction over the distal markerband and balloon cone. The undamaged crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery (lcx). After predilation was performed, a 2.50x28mm promus element stent was advanced but failed to cross the lesion for the second time. The device was removed and the patient was kept under medical supervision. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.